Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient elected to explant the device as it was identified to be a subject of recall. Device was explanted and replaced. Patient's condition was good before, during and after the replacement.